Manufacturer narrative:
(B)(4). Concomitant medical products: cemented femur cr, catalog #: 42502006401, lot #: 62863598, fixed bearing cr articular surface, catalog #: 42511000410, lot #: 62838005. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were submitted for this event, please see associated reports: 0001822565-2018-06473, 0001822565-2018-06475, 0002648920-2018-00829 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient fell and experienced a fractured left hip and underwent hemiarthroplasty. Furthermore, patient is experiencing weakness of the whole left leg.

Manufacturer narrative:
Cmp-(B)(4) this report is being submitted to relay additional information. The following sections were updated: report source - foreign: this event occurred in the UK. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The patient further noted that there is severe bilateral lower leg and ankle swelling. Further, the patient noted swelling in the knee, and occasional grinding, clicking or noise (not specified). The patient also notes extreme difficulty performing daily hygiene activities, heavy domestic duties, and kneeling. Patient notes to experience severe difficulty while grocery shopping, and putting on and taking off socks.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. UDI # - (B)(4). Reported event could not be confirmed as the operative information was received with no complication identified, and no products were received. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.